Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total knee to address aseptic loosening of the tibial tray. Patient had aseptic loosening due to a fall. Therefore needed revision. Cement was loose. Depuy cement was used but no further details known. Date of implantation: (B)(6) 2016. Date of revision: (B)(6) 2021. (Left knee). Treatment: revision of tibial tray and insert

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.